Event description:
It was reported that an alarm 01 was triggered. The customer's blood glucose level did not exceed 500 mg/dl. The caller successfully loaded a new cartridge and resumed insulin with guidance from technical support.